Event description:
Litigation papers allege significant and permanent personal injury including but not limited to release of metal and metal ions into his body tissues and blood, pain, distress, anxiety and limitation of movement.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.